Event description:
It was reported that the patient experienced pain, requiring intervention. The patient presented with back pain, which was diagnosed as lumbar facet arthropathy. A bilateral block was performed, which demonstrated 100% improvement. Therefore, the physician proceeded with medial branch ablation for the treatment. Eight icesphere 1.5 cx 90 degree needles were selected for a cryoneurolysis procedure in the celiac plexus. The treatment was performed bilaterally at l2, l3, l4, l5 (1 needle at each level bilaterally) under fluoroscopy. The procedure was successful, and the cryoablation system performed as expected; however, a week later the patient complained of hypersensitivity of the skin in the mid lower back. There were no frost burns or skin changes observed during or after the procedure. The patient already takes gabapentin for chronic pain. The pain was treated with a medrol dose pack and opioids with no help. Then right l2, l3, l4, l5 injection of bupivacaine and steroid was performed with only slight improvement of symptoms. The next day an epidural and a bigger bupivacaine block at r l3 and l4 were performed which further reduced symptoms. Symptoms were again increasing and since they appeared to be in the distribution of the right superior cluneal nerve, needles were placed at the iliac crest and injected lidocaine. This seems to have reduced the pain but lateral hip pain remains. The patient has had no significant improvement beyond this in their symptoms. The physician suspects this is a neuralgia/neuritis related to incomplete nerve cryoablation.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.